Manufacturer narrative:
The investigation determined the event was due to a maintenance issue (the incubator cover was not in place correctly).

Manufacturer narrative:
The field service engineer found a slightly raised incubator cover on the sample probe and gripper side. A mechanism check was performed. Gear pump pressure, adjustments, outside and inside wash of probes and mixer, pinch tubes, and valves are acceptable. The liquid level detection of the sample probe was adjusted. The syringe seals were checked and the sample probe and reagent flow path was cleaned. The hcg + beta reagent cassette was replaced and quality controls were performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys hcg + beta assay on a cobas e 601 module. Patient sample 1: the sample initially resulted in an hcg + beta value of 26.16 iu/l and repeated as < 0.100 iu/l accompanied by a data flag. Patient sample 2: the sample initially resulted in an hcg + beta value of 561.8 iu/l and repeated as < 0.100 iu/l accompanied by a data flag. Patient sample 3: the sample initially resulted in an hcg + beta value of 1757 iu/l and repeated as < 0.100 iu/l accompanied by a data flag. The questionable results were reported outside of the laboratory. The hcg + beta reagent lot was 664363 with an expiration date of 31-may-2024.